Manufacturer narrative:
(B)(4). The device will not be returned to the manufacturer. Therefore it will not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that, during primary hip arthroplasty, after only 4 minutes, the cement had set, so that the surgeon could no longer adjust the stem in the femur. The stem is well fixed and no adverse patient consequence was reported.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It has been reported that after only 4 minutes, the cement had set, so that the surgeon could no longer adjust the stem in the femur.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated : e1, e3, g1-2, g4, h2, h6, h10. The device was not returned to the manufacturer. Therefore it could not be analyzed. However, reserve sample from the same lot was evaluated and the reported event was unconfirmed. Testing was performed under standardized conditions and the sample tested showed no abnormal behavior. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that, during primary hip arthroplasty, after only 4 minutes, the cement had set, so that the surgeon could no longer adjust the stem in the femur.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. A retain sample of batch a727a05240 has been tested in the laboratory under standardized conditions (23°c; rel. Humid >=40 %).no unusual behaviour of the cement have been found. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.